Event description:
On (B)(6) 2011, patient reported to ams that she had an elevate anterior graft implanted on (B)(6) 2010, for rectocele repair. Following the procedure, patient reports "I have not been able to evacuate my stools since the surgery, so I have been manually evacuating." Additional reports indicate that the patient is also having pain associated with this event. Patient has been seen by numerous physicians, and has been offered treatment with a colostomy.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.